Manufacturer narrative:
Isi field service engineer (fse) investigation has been completed. The fse made a site visit to address the reported issue of incorrect camera orientation. In regards to the camera orientation issue, the customer informed fse that the issue did not reoccur after the camera had been reprocessed and system was power cycled. System was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, it was noted that the camera orientation was wrong. The technical support engineer (tse) advised the site to remove the scope and re-install it using the instrument clutch button to remove memory for the arm. The tse found camera errors in the logs and recommended that the site also reseat the scope connection on the endoscope controller (ec). The site initially stated the orientation was still wrong, but then stated the orientation was correct and continued with the procedure. The tse advised the site to replace the scope if scope errors come back. The procedure was completed as planned with no reported injury.